Event description:
Rptr complains of aches and pains, painful breasts, itching, swelling of hands and feet, hair loss, shortness of breath, infections, multiple sclerosis, burning pain in chest, breast and abdomen, dry eyes and vagina, hands and feet turn colors when cold, enlarged lymph nodes, loss of balance, trouble walking, loss of sensation, photosensitivity, sleep disturbance, bladder problems, chronic fatigue, night sweats, eye problems, and tingling in legs, arms, neck and spine.